Event description:
A (B)(6) advia centaur xp hbc total result was obtained on a pt sample. The pt sample was tested for anti-hbe and anti-hbs and the results were (B)(6) which seemed to indicate that the hbc total result was false (B)(6). The pt sample was tested on an alternate method for hbc total and the result was (B)(6). Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.

Manufacturer narrative:
The cause for the false (B)(6) hbc total result is unk. A siemens rep examined the hbc total qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required. The IFU states in the limitations section: "assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other MFR's assay for specific hbv serological markers."